Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Analyzer would lose communication with the programmer. Analyzer is not functional.

Event description:
T was reported that the analyzer did not work. The analyzer was returned for service. Follow-up determined that there was no patient involvement with this event.

Manufacturer narrative:
Evaluation summary: (B)(4) analysis confirmed the reported event. Analyzer would lose communication with the programmer. Analyzer is not functional. Further analysis was performed on the device. This analysis found the failure mode confirmed as fractured solder joints between a connector and the power and digital printed circuit board assembly.